Event description:
During preparation of the angioguard embolic protection device, the filter basket membrane detached from frame of the filter basket. There were no anomalies noticed during preparation before this occurred. No further information is available.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During preparation of the angioguard embolic protection device, the filter basket membrane detached from frame of the filter basket. There were no anomalies noticed during preparation before this occurred. There was no reported patient injury. No further information is available. Analysis of the returned device did not confirm the reported event. One non-sterile angioguard rx was received coiled inside a plastic bag. The filter basket presented no visual damaged. The deployment sheath presented an unzipped condition at 31cm from the distal end, also presented a frayed condition at the distal end. No other visual damage was noted in the device received. The deployment sheath was inspected under a microscope and the damages were confirmed. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The failure reported by the customer as filter basket - frayed/split/torn-in patient was not confirmed however the deployment sheath presented a frayed condition. The exact cause of the damage could not be conclusively determined. The cause of the unzipped condition could not be conclusively determined. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. No corrective action will be taken at this time. With the information available and that analysis of the returned device did not confirm the reported event it is not possible to draw a clinical conclusion between the device and the reported event